Event description:
It was reported that the apix table displayed a red alarm light on the hand controller and the controller does not always work. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the j36 to a1j3 cable connector assembly. The system was tested and found to be working as intended and placed back into service.